Event description:
As reported, the kugel patch ruptured (tore) while being inserted with a retractor. Per information reported, kugel technique was performed without a trocar. A new mesh was then inserted using the same method and the procedure was completed without further issues. It was reported that the inner packaging and the mesh was intact prior to use. There was no patient injury.

Manufacturer narrative:
As reported, the kugel patch was ruptured (torn) during insertion. The physical sample is expected to be returned for evaluation; however, it has not yet been received. Based on the information currently available and without the sample for analysis, no conclusions can be made at this time. If and when the sample is returned and evaluated, a supplemental MDR will be submitted to document the evaluation results. A review of manufacturing records confirms that the lot was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the kugel patch ruptured (tore) while being inserted with a retractor. Per information reported, kugel technique was performed without a trocar. A new mesh was then inserted using the same method and the procedure was completed without further issues. It was reported that the inner packaging and the mesh was intact prior to use. There was no patient injury.

Manufacturer narrative:
As reported, the kugel patch was ruptured (torn) during insertion. The physical sample is expected to be returned for evaluation; however, it has not yet been received. Based on the information currently available and without the sample for analysis, no conclusions can be made at this time. If and when the sample is returned and evaluated, a supplemental MDR will be submitted to document the evaluation results. A review of manufacturing records confirms that the lot was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the sample confirms the reported event. Based on the sample condition and the reported event the likely root cause is that the mesh was inadvertently damaged during attempting placement. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.